Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chronic seroma, suspected of implant-associated lymphoma, pain and exchange due to patient's concern with product.

Event description:
Healthcare professional reported left side "chronic seroma suspected of implant-associated lymphoma." Patient reported they "have been presenting with recurrent seromas with left breast prosthesis, which is a worrisome and physically painful issue, even though the examination of the initially extracted seroma apparently gave a negative result," and implant exchange due to concern with textured product. Seroma reappeared after aspiration. Pathological biomarkers cd30+ and alk- have not been provided. The device remains implanted.